Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was 400 mg/dl. The customer had the insulin pump off for about an hour due to swimming, before being hospitalized. She had collapsed and lost her ability to speak, and emergency medical services were called. The customer treated with manual injection and then was treated at the hospital over night. The insulin pump was not replaced or returned for analysis.